Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping") and genital haemorrhage ("excessive abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss"), weight increased ("weight gain") and dyspareunia ("painful intercourse"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, genital haemorrhage, alopecia, weight increased and dyspareunia outcome was unknown. The reporter considered abdominal pain lower, alopecia, dyspareunia, genital haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: coils and full occlusion of both tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('coils extending through the myometrium adjacent to the left fallopian tube') and abdominal pain lower ('cramping') in an adult female patient who had essure (batch no. B76532) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine cervix stenosis, paratubal cyst, cervix inflammation and device toxicity. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage ("excessive abnormal bleeding"), polyarthritis ("inflammation of joints"), alopecia ("hair loss"), dyspareunia ("painful intercourse; dyspareunia (painful sexual intercourse}"), pelvic pain ("pelvic pain "), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), tooth disorder ("dental probs"), nervous system disorder ("neurological condition/problem"), migraine ("migraine"), abdominal distension ("bloating"), feeling abnormal ("brain fog"), gingival bleeding ("bleeding gums") and vitamin d deficiency ("vitamin d deficiency") and was found to have the first episode of weight increased ("weight gain") and the second episode of weight increased ("weight gain"). The patient was treated with surgery (hysterectomy(full) and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, abdominal pain lower, genital haemorrhage, polyarthritis, alopecia, dyspareunia, pelvic pain, abdominal pain, dysmenorrhoea, heavy menstrual bleeding, fatigue, tooth disorder, nervous system disorder, the last episode of weight increased, abdominal distension, feeling abnormal, gingival bleeding and vitamin d deficiency outcome was unknown and the migraine was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, embedded device, fatigue, feeling abnormal, genital haemorrhage, gingival bleeding, heavy menstrual bleeding, migraine, nervous system disorder, pelvic pain, polyarthritis, tooth disorder, vitamin d deficiency, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date : (B)(6) 2014. Discrepancy noted in the insertion date: (B)(6) 2014. L tube 2.5 trailing coils. R tube 1 trailing coil diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: coils and full occlusion of both tubes. Concerning the injuries reported in this case, the following one/ones were reported via social media: vitamin d deficiency. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, embedded device. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 20-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('coils extending through the myometrium adjacent to the left fallopian tube') and abdominal pain lower ('cramping') in an adult female patient who had essure (batch no. B76532) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine cervix stenosis, paratubal cyst, cervix inflammation and device toxicity. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage ("excessive abnormal bleeding"), polyarthritis ("inflammation of joints"), alopecia ("hair loss"), dyspareunia ("painful intercourse; dyspareunia (painful sexual intercourse}"), pelvic pain ("pelvic pain "), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), tooth disorder ("dental probs"), nervous system disorder ("neurological condition/problem"), migraine ("migraine"), abdominal distension ("bloating"), feeling abnormal ("brain fog"), gingival bleeding ("bleeding gums") and vitamin d deficiency ("vitamin d deficiency") and was found to have the first episode of weight increased ("weight gain") and the second episode of weight increased ("weight gain"). The patient was treated with surgery (hysterectomy(full) and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, abdominal pain lower, genital haemorrhage, polyarthritis, alopecia, dyspareunia, pelvic pain, abdominal pain, dysmenorrhoea, heavy menstrual bleeding, fatigue, tooth disorder, nervous system disorder, the last episode of weight increased, abdominal distension, feeling abnormal, gingival bleeding and vitamin d deficiency outcome was unknown and the migraine was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, embedded device, fatigue, feeling abnormal, genital haemorrhage, gingival bleeding, heavy menstrual bleeding, migraine, nervous system disorder, pelvic pain, polyarthritis, tooth disorder, vitamin d deficiency, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date : (B)(6) 2014. Discrepancy noted in the insertion date: (B)(6) 2014. L tube 2.5 trailing coils. R tube 1 trailing coil diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: coils and full occlusion of both tubes. Concerning the injuries reported in this case, the following one/ones were reported via social media: vitamin d deficiency concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-may-2021: mr received. Reporter information, patient's medical history, lot number, event "coils extending through the myometrium adjacent to the left fallopian tube" and rcc were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramping') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage ("excessive abnormal bleeding"), polyarthritis ("inflammation of joints"), alopecia ("hair loss"), dyspareunia ("painful intercourse; dyspareunia (painful sexual intercourse}"), pelvic pain ("pelvic pain "), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), tooth disorder ("dental probs"), nervous system disorder ("neurological condition/problem"), migraine ("migraine"), abdominal distension ("bloating"), feeling abnormal ("brain fog"), gingival bleeding ("bleeding gums") and vitamin d deficiency ("vitamin d deficiency") and was found to have the first episode of weight increased ("weight gain") and the second episode of weight increased ("weight gain"). The patient was treated with surgery (hysterectomy(full) and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, genital haemorrhage, polyarthritis, alopecia, dyspareunia, pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, fatigue, tooth disorder, nervous system disorder, the last episode of weight increased, abdominal distension, feeling abnormal, gingival bleeding and vitamin d deficiency outcome was unknown and the migraine was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, gingival bleeding, menorrhagia, migraine, nervous system disorder, pelvic pain, polyarthritis, tooth disorder, vitamin d deficiency, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date : (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: coils and full occlusion of both tubes. Concerning the injuries reported in this case, the following one/ones were reported via social media: vitamin d deficiency. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media report: reporter information and event outcome was updated to recovering for migraines. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramping'), genital haemorrhage ('excessive abnormal bleeding') and polyarthritis ('inflammation of joints') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), polyarthritis (seriousness criterion medically significant), alopecia ("hair loss"), dyspareunia ("painful intercourse; dyspareunia (painful sexual intercourse}"), pelvic pain ("pelvic pain "), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), tooth disorder ("dental probs"), nervous system disorder ("neurological condition/problem"), migraine ("migraine"), abdominal distension ("bloating"), feeling abnormal ("brain fog") and gingival bleeding ("bleeding gums") and was found to have the first episode of weight increased ("weight gain") and the second episode of weight increased ("weight gain"). The patient was treated with surgery (hysterectomy(full) and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, genital haemorrhage, polyarthritis, alopecia, dyspareunia, pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, fatigue, tooth disorder, nervous system disorder, the last episode of weight increased, migraine, abdominal distension, feeling abnormal and gingival bleeding outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, gingival bleeding, menorrhagia, migraine, nervous system disorder, pelvic pain, polyarthritis, tooth disorder, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date :(B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: coils and full occlusion of both tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-sep-2019: plaintiff fact sheet received : reporter information, patient details, product indication updated. Insertion date updated. Events added- pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, fatigue, tooth disorder, nervous system disorder, weight increased, migraine, abdominal distension, feeling abnormal, gingival bleeding, polyarthritis. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramping') and polyarthritis ('inflammation of joints') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage ("excessive abnormal bleeding"), polyarthritis (seriousness criterion medically significant), alopecia ("hair loss"), dyspareunia ("painful intercourse; dyspareunia (painful sexual intercourse}"), pelvic pain ("pelvic pain "), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), tooth disorder ("dental probs"), nervous system disorder ("neurological condition/problem"), migraine ("migraine"), abdominal distension ("bloating"), feeling abnormal ("brain fog") and gingival bleeding ("bleeding gums") and was found to have the first episode of weight increased ("weight gain") and the second episode of weight increased ("weight gain"). The patient was treated with surgery (hysterectomy(full) and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, genital haemorrhage, polyarthritis, alopecia, dyspareunia, pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, fatigue, tooth disorder, nervous system disorder, the last episode of weight increased, migraine, abdominal distension, feeling abnormal and gingival bleeding outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, gingival bleeding, menorrhagia, migraine, nervous system disorder, pelvic pain, polyarthritis, tooth disorder, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date : (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: coils and full occlusion of both tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: this is a retention case. All the information: reporter¿s information. References details and source documents were transferred from deletion case no. (B)(4). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('cramping') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage ("excessive abnormal bleeding"), polyarthritis ("inflammation of joints"), alopecia ("hair loss"), dyspareunia ("painful intercourse; dyspareunia (painful sexual intercourse}"), pelvic pain ("pelvic pain "), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), tooth disorder ("dental probs"), nervous system disorder ("neurological condition/problem"), migraine ("migraine"), abdominal distension ("bloating"), feeling abnormal ("brain fog"), gingival bleeding ("bleeding gums") and vitamin d deficiency ("vitamin d deficiency") and was found to have the first episode of weight increased ("weight gain") and the second episode of weight increased ("weight gain"). The patient was treated with surgery (hysterectomy(full) and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, genital haemorrhage, polyarthritis, alopecia, dyspareunia, pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, fatigue, tooth disorder, nervous system disorder, the last episode of weight increased, migraine, abdominal distension, feeling abnormal, gingival bleeding and vitamin d deficiency outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, gingival bleeding, menorrhagia, migraine, nervous system disorder, pelvic pain, polyarthritis, tooth disorder, vitamin d deficiency, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: discrepancy noted in insertion date : (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: results: coils and full occlusion of both tubes. Concerning the injuries reported in this case, the following one/ones were reported via social media: vitamin d deficiency. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media report: reporter information and new event vitamin d deficiency added. Seriousness criteria for the event polyarthritis updated to non-serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
"Ntaneous" case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping") and genital haemorrhage ("excessive abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), alopecia ("hair loss"), weight increased ("weight gain") and dyspareunia ("painful intercourse"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, genital haemorrhage, alopecia, weight increased and dyspareunia outcome was unknown. The reporter considered abdominal pain lower, alopecia, dyspareunia, genital haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: coils and full occlusion of both tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.